Event description:
It was reported that the needles of the prostiva handpiece would not deploy properly. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. The urethra tube was twisted and the posts on the needle blocks broke off.